Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is based on the customer's report of " (B)(6) 2018". The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low values after 7 days of wearing an adc freestyle libre sensor compared to built in meter. Customer further reported that on (B)(6) 2018 or (B)(6) 2018, she noticed her readings were low, had some candies and self presented to a hospital. Customer reported receiving a reading of 24 mmol/l at the hospital compared to 2.6 mmol/l on the sensor. Customer was reportedly treated with "stronger" insulin injection than she usually needed. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving low values after 7 days of wearing an adc freestyle libre sensor compared to built in meter. Customer further reported that on (B)(6) 2018, she noticed her readings were low, had some candies and self presented to a hospital. Customer reported receiving a reading of 24 mmol/l at the hospital compared to 2.6 mmol/l on the sensor. Customer was reportedly treated with "stronger" insulin injection than she usually needed. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.